Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the he has been unable to rewind the pump several times lately. Customer's blood glucose level was 10.7 mmol/l. It also stated that troubleshooting was performed and insulin pump error issue was remain unresolved. Customer will be returned device for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, prime or compromised force sensor system, excessive no delivery and occlusion test. Insulin pump was tested with no rewind anomaly noted.